Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status eos was activated on (B)(6) 2018. The ICD had been implanted for 29 months, and 9 charge processes had been documented. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, which was due to an already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.

Event description:
Ous MDR - it was reported that the device showed battery depletion approx. 29 months after implantation. The ICD was replaced and the leads were reconnected.